Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that they had low blood glucose levels in the early morning at approximately 5 am. The patient stated that their husband woke up and found them stumbling around. The patient had a blood glucose levels of 20 mg/dl. The patient fell face down on their pillow. The patient stated their husband attempted to give them 3 caramel candies but stated they were unable to chew it. At that time the husband called the emt. The patient was treated with intravenous therapy with fluids and glucose.